Event description:
It was reported that during a procedure, the nurse in micu stated that during the line insertion, when the physician pulled back on the line ¿ it was split and they thought that part of the guidewire may be left inside the patient ¿ they were able to get it all out. They had to re-do the procedure with another guidewire. There were no patient complications. Needed further follow up from customer regarding "it was split", as per evaluation results, the guidewire was received broken.

Manufacturer narrative:
One - 0.032" x 60cm guidewire was received and evaluated. Customer report was confirmed. The guidewire was received with a broken weld on the j tip end. The outer coil wire is stretched over a 9cm area. The wire also is kinked in several areas (3) on the j tip end. There are no missing sections of the wire. The event was determined to be reportable following edward's standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.